Event description:
Caller reported a cartridge alarm with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, instructing the caller on returning the problematic pump and steps for using the replacement pump. Additionally, the customer was prepared to use a backup insulin pump and multiple daily injections to ensure uninterrupted insulin delivery.